Event description:
Medtronic received information regarding a patient who had a pipeline vantage flow diversion stent implanted to treat an unruptured right internal carotid artery (ica) c5 segment 8.7mm saccular aneurysm with 3.4mm neck. There was no reported device malfunction or deficiency. However, it was reported that core lab review of the 180-day follow-up dsa/cta images on (B)(6) 2022 observed pipeline fish mouth distally. There was no reported patient impact. No additional intervention was reported. Additional information received reported that the site responded ¿we did not report a "fish-mouthing distally" because the parent vessel has a satisfactory diameter both proximally and distally (25-50% parent artery stenosis) and the aneurysm is successfully occluded. We thought it was not a complete fish mouthing, more like an almost to be fish mouthing¿. Additional information received reported there was a loss of device integrity. There was a delayed fishmouth transformation of the distal end. Proximal end has also fishmouth configuration and incomplete expansion due to weak radial force of the mesh of the device at the pro.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received site reported use of a guidewire for the purpose of assisting in opening of the pipeline device to optimize wall apposition.